Event description:
It was reported that the nurse was unable to interrogate this implantable device. However, upon further review, it was determined that this device was previously explanted and replaced with a competitor's cardiac resynchronization therapy defibrillator (crt-d) device and therefore could not be interrogated with a boston scientific programmer. Information has been requested regarding the reason for explanting this device and the current device location, but a response has not yet been received. No adverse patient effects were reported.